Event description:
It was reported that this pacemaker system exhibited myopotential oversensing and high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances were observed. Ts discussed possible causes of the oversensing and impedance issues with the hcp. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a revision procedure was performed due to right ventricular (rv) lead fracture. The rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited myopotential oversensing and high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedances were observed. Ts discussed possible causes of the oversensing and impedance issues with the hcp. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.